Event description:
Patient with diagnosis of left proximal humeral cyst with pain. Imaging including axia imaging and scintigraphy were obtained. The patient was counseled that she was at risk for pathological fracture. Patient underwent fluoroscopically assisted aspiration and injected with etex beta-bsm cement (calcium product). A jamshidi needle was used for aspiration of the cysts. Beta-bsm was prepared and four, 5ml packets of material was sequentially injected directionally into the proximal humeral cysts using intraoperative fluoroscopy. Prior to the 5th injection, the anesthesiologist notified the team of a precipitous drop in the patient¿s blood pressure and oxygenation. Patient experienced an acute drop in etco2. The procedure was aborted, and resuscitative measures were initiated. Dose or amount: 5 ml; frequency: single application; route: intra=osseous. Dose or amount: 5 ml; frequency: single application; route: intra-osseous. Diagnosis or reason for use: left proximal humeral bone cyst.